Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the procedure the surgeon did not complete the flap resulting in an incomplete flap in the unknown eye of a patient. It was believed that instead of finishing the procedure, surgeon pressed the vacuum pedal and aborted the procedure. The flap was created, but the side cut was not performed during refractive surgery. The patient ocular procedure was not completed, but the patient will reschedule to finalize it.